Event description:
The customer reported that the device will not turn on. The reported problem was found during routine device inspection/testing.

Manufacturer narrative:
The device is being returned to physio-control redmond for evaluation. Physio-control will submit a supplemental report on this event to the FDA as provided.